Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level 425 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer was advised to reinsert reservoir and run manual prime and the insulin did exit the tubing. The customer stated that she will call back if the issue persist.